Event description:
Son was injured (skin burn) from using an enuresis alarm. The device was connected correctly, and child was asleep when the incident happened. There is no reason for the failure. Batteries looked new and device was not tampered with. This was the first night that the device was operated (brand new). The failure can be attributed to the device getting hot due to an internal design failure. Heat deformed the plastic casing and excess heat has injured my son.